Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. On 6/1/2026 the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as ¿high¿ with ketones; however, a specific value was not provided. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. The customer was discharged from the ER later the same day.